Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a vibratory alert from the pulse generator and presented to the clinic. Upon examination, it was discovered that the right ventricular lead exhibited oversensing. Multiple testing was performed but noise was not able to be reproduced. No programming changes were recommended to resolve the oversensing. The physician elected to continue to monitor the lead regularly at this time. The patient's condition was stable.